Manufacturer narrative:
The issue was observed during preventive maintenance testing prior to therapeutic application, the reported issue is not likely to cause or contribute to death or serious injury. Based on this information, this is not reportable.

Manufacturer narrative:
Report date: 12aug2021. There was no patient involvement.

Event description:
The customer reported that nav ring does not function and changes must be made using the touchscreen. The device was not in use on a patient. No patient or user harm was reported.